Event description:
The customer reported that the monitor went black. This would result in no image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.